Manufacturer narrative:
Based on the current information provided, the cause of the conversion to open surgery can be attributed to patient anatomy as reported by the surgeon. There was no allegation of a da vinci product malfunction. As such, no product is expected to be returned for investigation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the da vinci-assisted surgical procedure as a result of the tumor size. There was no system/device malfunction prior to procedure conversion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon encountered a lack of space due to the patient's anatomic structure and as a result, the surgeon elected to convert to open surgery. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was converted to open surgery due to the size of the tumor creating a lack of space and vision. The surgeon went into the procedure planning to complete it laparoscopically and was not anticipating the possibility of converting/aborting due to patient anatomy. The customer did not experience any da vinci system or device malfunctions prior to the procedure conversion to open. The patient tolerated the conversion to open surgery well with no post-operative complications reported.